Event description:
It was reported that the ilet issued repeated alerts for high glucose reported at 361 mg/dl, infusion set expiration, and a prompt to fill tubing, and the patient had no insulin delivery for an extended period until guided to disconnect, perform fill tubing, and then fill cannula, after which glucose values returned toward target. Customer care provided support that included troubleshooting with the user remotely. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.